Event description:
No additional event information is available at the time of this report

Manufacturer narrative:
Reported event was confirmed by op notes. Revision op notes dated 6 dec 2016 demonstrated that the patient was revised due to pain. During the revision procedure, a small amount of metallosis was noted and corrosion between the head and neck junction. Cup was grossly loose and easily removed, extensive fibrous ingrowth/tissue behind the cup. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Brand name: femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: item# 00625006530, bone scr 6.5x30 self-tap, lot# 62363423. Item# 00620005022, shell porous with cluster holes 50 mm o.d., lot# 62147313. Item# 00771300700, modular femoral stem press-fit plasma sprayed cementless size 7.5, lot# 62335401. Item# 00784801300, modular neck p 12/14 neck taper use with +0 heads only, lot# 62282041. Item# 00631006032, liner 10 degree elevated rim 32 mm i.d. For use with 60 mm o.d., shell lot# 62323070. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04766, 0002648920 - 2019 - 00820, 0002648920 - 2019 - 00816.

Event description:
It was reported that patient underwent revision approximately two and a half years post initial implantation due to pain. During the revision procedure, a small amount of metallosis was noted and corrosion between the head and neck junction. Also noted was cup was grossly loose and easily removed, extensive fibrous ingrowth-tissue behind the cup. Attempts were made to obtain additional information; however, none was available.